Event description:
It was reported that the patient underwent open incisional hernia repair for recurrent hernia on (B)(6) 2014 and mesh was implanted. The posterior rectus sheath was attached to the mesh. On (B)(6) 2014, following the procedure, the patient experienced bleeding from the wound. The patient underwent re-operation and mesh was removed. It was reported the issue resolved on an unknown date.

Manufacturer narrative:
(B)(4). It was reported that the patient was returned to the ward from the recovery room. One hour post-operatively, bleeding was noted. The bleeding stopped and large hematoma was noted. Re-operation was performed to evacuate the clot. During the procedure, a small amount of clot was noted and active bleeding was seen with no source of bleeding identified. The mesh was unaffected. Mesh was removed and a new mesh implanted. It was reported that patient stopped taking aspirin one day prior to surgery and it was opined that effect of antiplatelet agents may have been the source of the bleeding. One-month post-operatively, the patient is reported as doing great.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 09/28/2019. (B)(4). Additional narrative: the patient experienced a hematoma. The hematoma began on (B)(6) 2014 and ended on (B)(6) 2014. The patient required a re-operation to remove and replace the device. Drains were placed. This adverse event is not related to the product and definitely related to the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/25/2020.